Event description:
It was reported that since a pocket revision the patient had they were only able to get stimulation into the correct areas when they were in a very awkward position that was not realistic to be in on a normal basis. The patient mentioned they had a burning sensation in the back, where the paddle lead was located, when they bent over and it felt like it was being torn out of his back. The patient had never felt this prior to the pocket revision. The patient also experienced intermittent stimulation, loss of stimulation, loss of therapeutic effect, stimulation in the wrong location, pain, less than 50% therapy relief, and return of chronic pain in the left leg/foot. Impedance testing, x-rays, and reprogramming were performed, but the product issue was not resolved and the cause was not determined. Impedances were found to be within normal range. When reprogramming was performed the manufacturing representative (rep) was able to get a setting that felt good in a ¿normal/neutral¿ position; however, if the patient moved the slightest bit the stimulation got way too strong for them to tolerate and it wouldn¿t be functional. It was noted that the battery was charging norma lly, the device and lead remained implanted, and the patient was alive with no injury at time of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stimulation lead¿s #5 body conductor was broken 2.9 centimeters from the proximal end. Analysis of the implantable neurostimulator (serial # (B)(4)) found that the stimulator was functionally okay with insignificant anomalies.

Event description:
It was reported that the patient was also experiencing shocking. They had their entire system replaced on (B)(6). The patient was seen at their post-op on (B)(6) 2014 by a manufacturer representative. The stimulation was programmed and the patient was getting good coverage and pain relief with no shocking.

Event description:
Additional information received reported the patient met with their manufacturer representative and electrode and group impedances were check and no issues were found. The manufacturer representative was unable to program the patient¿s stimulation to capture therapeutic effect unless the patient was in a ¿very uncomfortable, unnatural position¿. The patient was not getting 50% therapy relief and was still experiencing the burning sensation when leaning forward. The patient was referred back to their health care provider (hcp) to discuss further revision. Information omitted pertaining to event (B)(4)¿ pocket revision/battery reposition.

Manufacturer narrative:
(B)(4).